Manufacturer narrative:
Device not returned.

Event description:
Reportedly, blood leakage was observed during use at the connection between connector and the tube of the antecardioplegic solution injectate line before customer started extracorporeal circulation. No pt complications.